Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The previous service history has been reviewed and may be related to the current reported problem: it is not clear whether the leakage reported previously was the same issue as intermittent constant output reported this time.

Event description:
It was reported that during preventative maintenance, there were free flows from the outlet port intermittently when plugged in.